Event description:
It was reported that the pump displayed 'error code lec 1816'. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown. Device evaluation: one device was received. A visual inspection found the device in good condition with no physical damage. During the functional testing, the device showed lec 1816 after power up. The motor will be replaced.